Event description:
The customer reported experiencing recent unexplained high and low blood glucose. Customer stated his wife called an ambulance when his blood glucose value was below 30 mg/dl, and that he'd experienced another low of 35 mg/dl and that his wife treated him with glucose. Customer stated he was currently experiencing high blood glucose, and that he was at 300 mg/dl. During high blood glucose troubleshooting with the helpline it was advised that the customer's insulin pump was functioning as designed. It was advised to change the entire set, reservoir and insulin and to treat as directed by the customer's health care professional. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.